Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) stored episodes of noise. During a procedure to place a sub q array, the rate/sense portion of the competitive defibrillation lead was surgically abandoned and the chronic right ventricular pacing lead was unused. Shock impedance measurements were inconsistent, and noise was seen on the lead. A boston scientific crm technical services consultant questioned whether the noise was on the shock, rate/sense, or both channels, but the boston scientific crm representative did not know. A potential loose setscrew was discussed, and minimum and maximum energy shocks were recommended to test the system.

Manufacturer narrative:
The following day, oversensing of noise was observed, with pacing inhibition of greater than two consecutive beats noted. Inappropriate shocks were also reported. The competitive defibrillation lead was explanted, the rv pacing lead was surgically abandoned, and a different competitive defibrillation lead was implanted. It was suspected that the boston scientific pacing lead and the competitive defibrillation lead were touching, resulting in the clinical observations of noise, pacing inhibition, and inappropriate shock. Approximately five years later this device was explanted for normal battery depletion (nbd) and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.